Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the system continued to exhibited high pacing impedance measurements greater than 2,000 ohms. Additionally, it was reported that a defibrillation threshold (dft) test had been successfully performed and the physician opted to continue monitoring the patient. This system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. The field representative notified the physician and the plan was to bring the patient in for evaluation. Additional information indicated that the source of high out-of-range pacing measurement was not identified. No chest x-ray was done. The patient's lead will then be monitored. This system remains in service. No adverse patient effects were reported.